Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for inform ii system 1. Reference medwatch with patient identifier (B)(6) for inform ii system 2. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: approximate result "between 12 - 14 mmol/l" (inform ii system 1) and "around 6.0 mmol/l" (inform ii system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available to return.